Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that symptoms decreased by 75%, and the patient noted being happy. The patient reported she sometimes "got to go" in the morning. She also noted that in the morning she sometimes still needs to catherize. The patient is implanted for urinary disfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Patient called because she "can't seem to make it work" and she had turned it off because of this. It was asked, patient clarified that the problem that they were having was that they could not hold her urine and they were wetting their cloths and having to wear pads. Patient could not go anywhere because she wet herself. Patient said the doctor had her using catheters twice a day, once in the morning and once at night and they seemed to help her but she did not want to keep having to pay for them or the pads. Patient mentioned sometimes the catheters give her an infection. The patient said the infections weren't serious and the doctor gave her medicine for it. Patient had since quit using the catheters and she has not had a problem. Patient wanted instruction on what setting she should be on. It was reviewed that every patient was different and she will have to monitor her symptoms after every setting change and adjust based on that. Patient wanted to turn it back on. It was instructed patient to connect with her device. Patient connected and stim was on and she was at 0.0v on program 1. Patient increased stim to a comfortable level. It was recommended to patient to monitor her symptoms after this change and to follow up with the doctor to discuss her symptoms and recommend a program to change to if needed and to also request a representative be present at the appointment to assist. Patient mentioned having 2 operations on her bladder and a "mesh" put in prior to her implant. Patient wondered if the mesh was interfering with her implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-29 reporting that it had always been this way. This was clarified to mean that ¿when it hits¿ the patient had to go right then. It was reported that ¿what can be done?¿ and nothing had been done to resolve the incontinence and retention. There was not resolution at the time of the report. Patient weight at the time of the event was reported to be 170 lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they just have a bad bladder. No actions/interventions were taken. No further information was reported.